Event description:
Pt had ancure bifurcated graft (26x14x13) implanted in 2000. Pt came in 8 months post-operative complaining of back pain. The pt had an extremely tortuous anatomy. At the time of the surgery, the physician's decision was to place a wall stent at the contra-limb attachment site due to the tortuous iliac to assure a complete seal. The physician performed an angiogram and discovered that the graft had migrated 3 cm distally (downward). As an immediate resolution, an ancure tube (26x9) was implanted placing the superior attachment site just distal to the renal arteries and the inferior site leading into the ipsi-limb. During the inferior deployment, the #4 pull wire broke. The physician performed a brachial incision and gained access to the inferior suture. He was successful in releasing the inferior attachment system. To regain bloodflow to both iliacs the physician performed a fem-fem. Pt was forwarded to ICU. 2 week follow-up on the pt: the pt is still in the hosp. Pt's condition has not improved. The pt has developed an infarcted bowel (colon ischemia).